Event description:
It was reported that a minimum fill notification occurred while caller reloaded cartridge. There was no adverse impact to the customer's blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.